Event description:
It was reported that the paced sense portion of the lead was capped due to decreased sensing and low threshold. The defib portion of the lead remains active.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.